Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 6935m62 lead implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2018; a2dr01 ipg implanted: (B)(6) 2015; 5076-52 lead implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced device erosion. The entire system was explanted. No further patient complications have been reported as a result of this event.